Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation had been initiated based upon the reported info.

Event description:
The reporter stated that the dental surgeon implanted, in error, part of the template that is supplied with the product packaging during an oral surgery procedure. The user believed that the package that was used did not contain the biomend product. The template was removed from the pt after about 40 minutes and replaced with biomend product from stock. There was no adverse outcome for the pt to date. It was reported that the staff at the dental office did not read the product's instructions for use.